Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 passing a self-test and was manually power cycled on two occasions. The pad-pak was removed. The pad-pak was re-installed on the (B)(6) 2015 passing an auto self-test. The device failed multiple self-tests due to a low battery between the (B)(6) 2016 and (B)(6) 2016. The returned pad-pak was inserted into the device, the device powered on then shutdown with a device service required prompt and a flashing red status led and chirp. This would confirm the reported fault. Atest pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. Investigation found the reported fault can be attributed to failure of the returned pad-pak battery fuse. The pad-pak battery fuse was found to have blown and was subsequently replaced. With a known good fuse installed the voltage measurements taken increased to a level which would be consistent with the pad-pak expiry date of december 2018. The returned pad-pak DHR was investigated showing it was 1 of (B)(4) pad-pak's manufactured under lot a1903 on the 12th september 2014, all pad-pak's were subjected to a battery voltage test with no recorded fails. This would therefore indicate the failure of the returned pad-paks fuse occurred after dispatch from heartsine. The device performed to specification throughout testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has device service required message.